Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized due to low blood glucose with blood glucose of 58 mg/dl, the customer sensor glucose level was 202 mg/dl. Sensor glucose value that triggered the suspend event: 85 mg/dl or 88 mg/dl. The customer experienced low blood glucose on (B)(6) 2018 about noon. The customer reported that the emergency medical services were called for low blood glucose of 38 mg/dl. The customer was treated with fruit juice. The customer was not wearing the insulin pump during the hospitalization. Troubleshooting was performed. The customer reported that the insulin pump had accurate programming. The insulin pump will not be returned for analysis.